Manufacturer narrative:
The devices used in treatment were returned and evaluated. A visual inspection of the returned devices confirms that the devices got stuck to each other. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. These devices are reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to missing components, damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the devices be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, the two instruments won't come apart for cleaning. It caused a delay of 30 minutes to an hour. There was an s&n backup device available. No patient injuries were reported.